Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was brought back to the operating room six days after the colon cancer procedure due to leak found in the colon. Upon re-resection of the colon, it was found that the original staple line was necrotic on both sides, but staple lines were completely intact and nothing was malformed.